Manufacturer narrative:
H10: the actual device was received for evaluation. A flow accuracy test was performed on the device and the fluid flowed in the right direction. The reported condition was not verified. The event history log review showed that one day before the reported event, the first programmed delivery from the primary bag was started at 0.25mcg/kg/min at a rate of 8.2ml/hr, with a volume to be infused (vtbi) of 96.3ml. Approximately seven hours later, the ac power was unplugged, and pump was moved while infusing and the dose and rate were changed to 0.125 mcg/kg/min and 4.1ml/hr. On the following day (the day after infusion was initiated and on the date of the reported event), the infusion was manually stopped after the delivery of 94.1ml. The second infusion was started approximately 11 hours later and was programmed with a dose of 1u/hr at a rate of 2.5ml/hr and vtbi of 95ml. Infusion was manually stopped twice after the delivery of 0.2ml/hr. Approximately 30 minutes later, a third infusion was programmed with dose of of 1u/hr at a rate of 2.5ml/hr and vtbi of 90ml. Infusion was manually stopped after the delivery of 3.7ml/hr. No evidence of infusion anomalies was observed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the reported problem could not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit with a spectrum iq pump infusing norepinephrine, 32mg/500ml at 30mcg/min = 30cc/h, an unspecified alarm and blood return was observed. A vasopressin infusion (1u/h = 2.5ml/hr) was connected into the proximal port of the norepinephrine. The cardiac monitor alarmed and it was noted the patient¿s blood pressure ¿was dropping¿. Blood return was observed from the patient's vascular access to the median port of the vasopressin. It was noted that blood was observed to be dropping from the median port. The patient was treated with norepinephrine (intravenous " IV push"). The vasopressin was stopped and disconnected from the pump. The norepinephrine infusion was continued. The nurse primed another bag with new tubing of vasopressin and reconnected. The infusion was restarted, and the patient was stabilized. Another norepinephrine IV bag with new tubing was primed and infused. The patient outcome was reported as stable. No additional information is available.